Event description:
It was reported, post implant, that the patient suffered long asystolic pauses due to ventricular oversensing which inhibited pacing. Reprogramming was performed and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).